Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to the lens was defective. The replacement lens was the same model and power. Add'l info has been requested.

Manufacturer narrative:
The product was no returned for analysis. Results from the product history record review indicated the product met release criteria. The product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot number. Multiple attempts have been made to obtain add'l info. A completed questionnaire has not been rec'd. (B)(4).